Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer's insulin pump had received motor error and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on pump screen hard to see, rainbow color to screen and motor errors. The insulin pump will not be returned for analysis.